Event description:
It was reported that the screw driver broke when implanting the screw. There was no broken piece remaining in the patient's body. No patient complications were reported.

Manufacturer narrative:
Visual and optical examination confirms the tip has been broken off, approximately 1mm above screw driver tip, and 5mm above multiple axle screw interface. Fracture surface analysis reveals a fairly flat, brittle fracture surface with circular material flow and plastic deformation at tip interface, consistent with torsional overload. Additionally, the location of failure suggests possible breakage at welded union.

Manufacturer narrative:
(B)(4). Review of submitted pictures confirm screwdriver tip broken off of shaft. Examination of the fracture surface (from submitted pictures) appears to show a fairly flat fracture surface, with circular material movement indicative of torsional overload. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.